Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having sinus infection and cough and taking steroids and antibiotics for sinus infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having sinus infection and cough and taking steroids and antibiotics for sinus infection. The manufacturer received new information alleging nasal irritation, sore throat.

Manufacturer narrative:
Information was received on march 29, 2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty of sinus infection and cough and taking steroids and antibiotics for sinus infection related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.